Manufacturer narrative:
The device has been returned for evaluation, and device analysis is anticipated. A supplemental will be submitted upon completion.

Event description:
Medtronic received information that during treatment of an aneurysm located in the distal left internal carotid artery, the distal tip would not open correctly and was frayed. It was reported that the device was recaptured and redeployed several times and the same problem occurred. A new device was used without issue. No patient injury was reported.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was found opened with moderately fraying at both ends; the middle segment of pipeline braid was found partially opened and compressed. Based on the analysis findings the clinical observation of the device failure to open, could not be confirmed. It is possible that the ¿damaged braid¿ may have contributed to the ¿failure to open¿ issue. However, the cause for the damage could not be definitively determined. The damage to the braid is possibly the result of the physician re-sheathing the device more than the recommended two times. Per our instructions for use (IFU): re-sheathing the pipeline flex embolization device more than 2 cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.